Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
"Consumer submitted survey to complain the molded part fell off the plate and there was a great possibility of swallowing it when I was asleep. Called by phone to complain used the product in one night it fell apart and he mailed in for replacement of the product he purchased it on (B)(6) 2012. He was seeking a refund he stated and did not want the replacement".